Event description:
It was reported that data stored in device memory session records were corrupted due to an error from null characters found in the user parameters leading to a transmission issue. The patient was to be brought into clinic to resolve the null character error. There were no reported patient consequences.